Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported on an unspecified date, the adc freestyle libre sensor provided high readings of 285 mg/dl, 174 mg/dl and 133 mg/dl when compared to the readings of 195 mg/dl, 149 mg/dl and 111 mg/dl obtained on a competitor brand meter. On (B)(6) 2018, customer received unspecified high reading on sensor and experienced dizziness, blackout and loss of consciousness. Paramedics were called who diagnosed the customer with hypoglycemia and treated with oral concentrated glucose. It was additionally reported that the customer was hypoglycemic the previous night. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. A DHR (device history review) for the freestyle libre sensor and sensor kit was reviewed and the DHR showed the freestyle libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported on an unspecified date, the adc freestyle libre sensor provided high readings of 285 mg/dl, 174 mg/dl and 133 mg/dl when compared to the readings of 195 mg/dl, 149 mg/dl and 111 mg/dl obtained on a competitor brand meter. On (B)(6) 2018customer received unspecified high reading on sensor and experienced dizziness, blackout and loss of consciousness. Paramedics were called who diagnosed the customer with hypoglycemia and treated with oral concentrated glucose. It was additionally reported that the customer was hypoglycemic the previous night. There was no report of death or permanent injury associated with this event.